Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pumo. Upon triage of the unit, on (B)(6) 2018, service found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿multiple system error.¿ the unit was triaged and the customer¿s reported condition was confirmed and the service tech found no audible tones were present during startup. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.